Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the patient not feeling stimulation was due to the device being off. The physician and rep met with the patient in-office for device interrogation and provided additional education. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that they were constipated for a day and a half and then they went to the bathroom all day. Patient said yesterday they went 2 times in the morning. Patient also said they felt a big bump and things moving inside and they were having a lot of pain near their vagina on the left side. They asked me to call her back in two hours because they are outside their house. They mentioned they were waiting for caitlyn's call to explain how to use the equipment, not clear for me if mdt rep knew about their issues. Patient is not available right now, they asked me to call back in two hours. Patient educated about devices, assisted patient with decreasing stimulation. Additional information was received from the patient. Spoke with patient again, unable to confirm hcp and when the symptoms started, they were quite confused about the therapy, the name of the implant, about how they should feel with the therapy. They were able to connect with the therapy, we did it twice so they are aware how to do it in the future, they agreed to have a second communication next week. Patient called because they are very upset with their rep and doctor. They said they have not received education about how to use the devices, to which I told them information was already provided by a ph post implant agent and patient was even guided to decrease the stimulation. Agent guided patient to discuss with hcp and offered assistance to increase the stimulation or change program but the patient wouldn't stop complaining and said they were lied about the implant and therapy. Agent offered to escalate additional information was received from the patient. They reported that reason for the call was agent reviewed device education with the patient. The agent helped the patient connect to the implant, and the patient increased the strength of their therapy during the process. The patient reported having some incidents when they need to go to the bathroom. They said that sometimes they missed themselves, and they don't even know. They said the stool is loose and they can't hold it. Furthermore, they need to run to the bathroom, or they could have an accident. Patient said symptoms are worsened because during trial period they did not have any kind of accident. Patient confirmed that when they need to go to the bathroom first in the morning and after that they are having the issues. Asked if they are getting at least 50% relief, and they said no. Patient said accidents are not happening all the time, they said that if they need to visit 7 times to the bathroom they will miss at least 2 times. Patient said their rep did not call them back when she requested. The patient was redirected to their healthcare provider to further address theissue. Additional information was received from the patient. Patient calling again because they haven't improved since last call; they mentioned that they were having issues reaching with hcp. Patient called back upset because their doctor doesn't answer. Agent told the patient to keep insisting. Additional information was received from the patient. Patient called back stating they're still having accidents. They don't think they're getting 50% of relief in their baseline symptoms. Patient connected to their implant and turned therapy back on since it was off. They mentioned they spoke to their rep since they stopped feeling the stim sensation and their physician adjusted therapy last week. Patient will continue monitoring symptoms after turning therapy back on.